Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient was revised to address glenoid bearing wear secondary to a failed hemi-arthroplasty. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant products: unknown humeral stem, cat#: ni lot#: ni. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see associated report: 0001825034-2017-05087.

Event description:
It was reported that the patient underwent a right shoulder hemi-arthroplasty revision due to unknown reasons approximately thirty (30) months post-implantation. An eas shoulder hemi-arthroplasty was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.